Event description:
It is reported that the patient underwent total knee arthroplasty in 2006. Three mos. Later, the surface was being removed due to an infection. During surgery, the hex driver bit of the screwdriver twisted and tore off. The locking screw of the hinge post extension could not be disassembled to replace the surface. The wound was rinsed. One mo. Later, a second revision was performed to remove the surface. During surgery, the hex driver bit of the screwdriver twisted in the screw. The locking screw of the hinge post extension could not be disassembled to replace the surface. The wound was rinsed. The infection didn't exist at the time of the second attempted revision.

Manufacturer narrative:
Device exhibits stripping of edges on hex feature and twisting deformation of hex. It is possible hinge post extension was over-tightened initially. As a result, high torque might have been applied to unscrew hinge post extension leading to stripping of hex edges and twisting deformation of hex feature. Surgical technique recommends a torque of 130 in. -lbs. To tighten hinge post extension. Device has been tested to withstand a torque of 250 in. -lbs. Before fracture which is well above 130 in -lbs of service torque. Hex driver bit exhibits twisting deformation along leading edges of hex feature. Device meets dimensional and material specifications where measurable.